Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After completion, it was concluded that the device operated within specifications. Event history files showed all boluses were manually programmed. Basal rates and boluses programmed during testing delivered and recorded properly. No unexpected bolus delivery or bolus history anomalies noted.

Event description:
It was reported that the insulin pump is over-delivering insulin. Customer's mother stated that customer has been experiencing lows for one week. The current blood glucose reading is 66 mg/dl. Customer treated with food. During the night the blood glucose level was 39 mg/dl. The low was treated with food. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.